Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. One 6.0 adult tracheostomy tube was returned with the airway inflation balloon detached from the device. Using magnification, the airway line was completely pulled out of the balloon. The investigation could not definitively determine if the white airway line was not fully seated during the manufacturing process. All device cuffs and balloons are 100% leak tested and the device passed leak test and minimum required pull force between airway/balloon. The root cause was unable to determined. The investigation was unable to confirm if a manufacturing defect was the cause of the balloon/airway line failure but as a preventative action quality alert, will be issued to manufacturing floor. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device's cuff connection became loose. No patient injury was reported.